Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colorectal anastomosis, there was a stapling failure. The stapler fired, but the tissue was not properly stapled, with the anastomosis opening already identified during the intra-operative period. No delay to the surgery. Manual anastomosis. The procedure was successfully completed with no fragments generated. The patient, after an intraoperative manual anastomosis, evolves well, was discharged today and went home.